Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed an itchy, red, and raised irritation. The patient's doctor prescribed the patient an anti-fungal cream. After using the cream, the patient reported that the irritation healed.